Manufacturer narrative:
The returned module was evaluated for functionality. The module had intermittent connections that would cause the unit to lose power when the cable was twisted, shaken, or bent. X-ray testing revealed the cable damages near the bend relief area which prevented the unit from obtaining spo2 measurements. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the device had "bad strain reliefs causing them to intermittently work, or not work at all." No consequences or impact to patient were reported.